Manufacturer narrative:
(B)(4). The subject device was evaluated by a field service engineer. It was confirmed that rosa was exhibiting collision errors and the robotic arm was drifting. The ft sensor cable was replaced to correct collision error. The robotic arm drifting was caused by the daq force sensor cable being pinched by other cables due to routing. Fse rerouted the daq force sensor cable to alleviate the pressure. Rosa is fully functional and passed all testing following this service intervention. The serial number of this device was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing, maintenance process contributed to the reported issue. The device was previously serviced, and no issues related to the reported event were found. The unit has remained in zimmer biomet control awaiting further analysis and servicing since this de-installation. The unit passed all de-installation checks and tests prior to being sent to rob the root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that collision errors and arm drifting were experienced while using the rosa platform. No patient involvement reported. No additional information available for the reported event.